Event description:
Reporter noted the surgeon inadvertently touched the cornea, resulting in corneal coagulation followed by a severe astigmatism with decemets folds. Treated with corticoid; prognosis pending. Customer does not fault device.